Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The balloon of the device was visually and microscopically examined, and a circumferential tear was noted 10mm distal from the proximal markerband. A visual examination of the returned device identified that three blades were ifted and pulled in a distal direction. The other blade was present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device.

Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified radial artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon burst while blowing for 30 seconds inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure.

Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified radial artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon burst while blowing for 30 seconds inside the patient's body. The procedure was completed with another of the same device. There were no complications reported and patient was stable post procedure.